Event description:
The incident was reported as: jamming of device during a procedure. No patient injury or intervention reported.

Manufacturer narrative:
The device is available for evaluation, but was not received at the time of this report. The results of the investigation are not available at the time of this report.